Event description:
Due to reported failure of the remote alarm to alert the user upon ventilator alarm activation. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. No patient harm reported. Patient information not available.